Event description:
Reporter indicated a pt's vns settings had been changed since a previous office visit. Sys diagnostics testing was done at the previous visit and the pt's settings were programmed to standard sys diagnostics settings, indicating a programming anomaly had occurred. The pt's settings were adjusted at a later office visit. Reporter stated there was no serious injury as a result of the programming anomaly. The flashcard has been requested for analysis, but has not yet been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.